Event description:
It was reported that this right ventricular (rv) lead had dislodged due to twiddler's syndrome. Subsequently, a revision procedure was performed and the rv lead was successfully reposition. No additional adverse effects were reported.